Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that an arteriotomy closure of a heavily calcified right common femoral vessel was attempted using a proglide device with a 9f sheath after an interventional ablation procedure. Reportedly, the proglide device was pre-flushed with saline prior to use. After insertion in the anatomy, no blood flow from the marker lumen was observed. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It was reported only a single device was used instead of two to close the 9f access site. It should be noted that the perclose proglide instructions for use (IFU), states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It does not appear that the IFU violation caused or contributed to the reported difficulty. H6: removed device code 1494- indications for use and added 2017- failure to follow steps/instructions as only one proglide was used instead of two to close the 9f access site.

Event description:
Subsequent to the previously filed medwatch report, additional information was received. It was reported that suture placement in a heavily calcified right common femoral artery was attempted with a proglide device via an 8f sheath using the pre-close technique prior to an interventional ablation procedure. Reportedly, the proglide device was pre-flushed with saline prior to use. After insertion in the anatomy, no blood flow from the marker lumen was observed. The sutures of on additional proglide device were successfully pre-placed. The sheath was upsized to a 9f and the interventional ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.